Manufacturer narrative:
(B) (4). The ge service rep reloaded the software. The system operates as intended.

Event description:
The customer reported that the system rebooted on its own. No pt injury was reported.